Event description:
The following is based on medical records provided by the patient: (B)(6) 2007 patient underwent repair of an incisional hernia at a previous stoma site with composix kugel mesh. (B)(6) 2007 patient underwent excision of hematoma. During this procedure the hernia repair was inspected. On (B)(6) 2008 patient underwent repair of a recurrent incisional hernia. It was noted that the mesh was found to have "folder on itself" and was adherent to the bowel. Mesh adhesions were lysed from the bowel; however, it was noted that there was no injury to the bowel. The surgeon noted that he explanted as much of the mesh as he could and performed primary repair of the hernia. On (B)(6) 2013 patient underwent repair of multiple recurrent hernias. A bilateral component separation was performed, the remaining composix kugel mesh was removed, and the patient was implanted with non-bard mesh.

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. The patient's medical records indicate that this patient has a medical/surgical history significant for obesity, adhesions, incisional hernias, and multiple abdominal surgeries. Adhesions and recurrence are both known possible adverse reactions listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing review was performed and found no evidence of a manufacturing related cause for this event. Additionally, the explanted device was not returned to davol for evaluation. It is unclear whether the ck mesh was disrupted during the procedure to excise the hematoma which may have caused the mesh to fold on itself as described in the medical records. His MDR includes all patient, event and device info davol has rec'd to date. If add'l info is obtained, a f/u MDR will be submitted.